Event description:
Device has been explanted.

Manufacturer narrative:
Visual device evaluation: visual analysis of the photographs identified: broken shell. Device analysis performed through photographs. Due to the impossibility to perform a further analysis, it is not possible to determine the cause of the event.

Event description:
The device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Explant is in the future.

Event description:
Patient reports rupture. This relates to the left device. Explant surgery has been scheduled.